Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with missing segments/partial display. Unable to do the self-test due to missing segments. The pump was cut open to perform visual inspection and found a cracked lcd glass. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspections: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked lcd window, cracked glass and bleeding. Missing segments/partial display was confirmed due to cracked lcd glass. Cosmetic damage confirmed at screen. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damaged screen. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Customer discontinued the use of the insulin pump. Mmt-1886 was requested and customer responded the device was returned.